Event description:
It was reported the patient had a right infected hip. The surgeon performed an I&d and swapped the poly and head.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: review of the provided information by a clinical consultant indicated that primary & revision operative reports, implant records, x-rays, pathology reports & micro reports are needed to fully investigate this event. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as primary & revision operative reports, implant records, x-rays, pathology reports & micro reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported the patient had a right infected hip. The surgeon performed an I&d and swapped the poly and head.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 6570-0-136, lot # unknown description: delta v-40 ceramic head 36/0. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.